Event description:
The report received from affilate indicated that there was a balloon burst at 6 atmospheres during a percutaneous transluminal angioplasty. Target lesion was calcified located in the peroneal artery. An indeflator was used for inflation of balloon. There was no loss of product in-patient. Procedure concluded successfully with another balloon. No adverse effects reported to the patient. This product has been returned for evaluation and testing. However, the engineer's report is not yet complete.